Event description:
It was observed during the review of the patient's programming history that the patient's device was inadvertently programmed to different settings due to an interrupted diagnostics test. A final interrogation was not performed to confirm patient's settings were as intended. The patient's setting has since been corrected.

Manufacturer narrative:
Review of programming/device diagnostic history.